Event description:
The surgeon reported the device was to be used on the pt with chronic hydrocephalus. The device was placed in serum prior to implantation and aspirated from the distal catheter to verify flow. A large air bubble was detected in the valve but there was cerebrospinal fluid flow so the system was implanted. Before closing the incisions no distal flow was noted. The ventricular catheter was disconnected to check for flow. It was reported that the problem was at the level of the proximal connector.